Event description:
An implant card was received which indicated that the patient underwent generator replacement surgery due to increased seizures. It was noted that the generator was at ifi = yes. The generator was returned to manufacturer for analysis. Analysis was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The physician indicated that the patient began experiencing an increase in seizures, but that it was unknown when the increase had begun and that the vns was interrogated and found at ifi. They physician reported that it is standard practice for the institution to refer all patients with ifi for replacement. The physician stated that the relationship between vns and the increase in seizures is unknown. The physician stated that it was unknown if any causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.